Manufacturer narrative:
Batch review performed on 07-august-2019: lot 130442: (B)(4) items manufactured and released on 28-mar-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain caused by instability and the cause of instability is unknown. The surgeon revised the medacta tibial insert u.c. Fix s.3 / 14 mm with a medacta insert u.c. 17mm s3, 5 years and 6 months and a half afer primary. The surgery was completed successfully.